Event description:
It was reported that he axsos screw broke during surgery, the torque limiter was used. The rest of the broken screw was not removed. The implant surgeon does not expect any consequences for the patient. The surgery was successfully completed.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available a supplemental report will be issued.